Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, the safety shield detached from the device. This occurred with an unspecified number of devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-nov-2024. Investigation summary: bd received one shelf pack of samples and two photos for investigation. The two customer photos depict the device packaging but fail to display the reported defect. Twenty of the customer samples underwent functional tests for proper activation, and all samples activated correctly without any issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, the safety shield detached from the device. This occurred with an unspecified number of devices. There was no report of adverse impact to patients or users.